Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was emitting tones. Upon review, the ICD was found to have triggered an alert for high out of range pace impedances on the right ventricular (rv) lead. The impedance values were greater than 2500 ohms. At this time, the patient is being monitored and the ICD and rv lead remain in service. The rv lead is a competitor's product. No adverse patient effects were reported.